Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.0mm drill bit broke during a surgical procedure on (B)(6) 2015. The surgeon indicated that the device broke as the specialist pierced the bone during drilling. The procedure was completed with no surgical delay. This report is 1 of 1 for (B)(4).